Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was ventral hernia. The procedure performed was repair of abdominal ventral hernia an component separation. The patient has had a revision, or a physician has recommended surgical intervention. Further details will be supplemented.